Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of iridocorneal angles. At a later date the lens was exchanged and the problem resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: d.o.b.: (B)(6) 1994. Additional information: h3: device evaluation is not required. Claim: (B)(4)